Manufacturer narrative:
This MDR related to (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer treated with food. The customer declined to troubleshoot for low readings. The customer mentioned that they used the insulin pump within 48 hours of the event. The customer mentioned that they had their set change earlier in the afternoon. The product was not returned for analysis.